Event description:
The sales rep reported that: "the physician implanted the valve. Before he was getting ready to close the wound, he decided to palpate the valve for patency. He reported that it was obstructed and not working. This occurred intra-operatively and surgery was not delayed for more than 30 minutes". Additional information received from the sales rep. On (B)(6) 2013: "product was discarded and will not be returned". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction. It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point, the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.